Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lv lead was turned off until it was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead (B)(6) 2008, 5076 implantable pacing lead (B)(6) 2008. (B)(4).